Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right atrial (ra) lead dislodged and exhibited high thresholds, undersensing and varying p wave measurements. The lead remains in use with lead revision scheduled. No patient complications have been reported as a result of this event.